Manufacturer narrative:
On 07 april 2017 the medical affairs director performed a clinical evaluation and commented as follows: intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on 19 april 2017. Lot 165568: (B)(4) items manufactured and released on 13 december 2016. Expiration date: 2021-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During the final implantation of the stem, the patient fractured the femur bone. The surgeon cabled the fracture. The surgery was delayed approximately 20 minutes. The surgery was completed successfully. X-rays are available.